Event description:
It was reported that during the attempted implant of this right ventricular (rv) lead, the helix detached from the lead body and remained stuck to the right ventricular septum. The physician decided to remove and replace this lead. This lead is expected to return. No additional adverse patient effects were reported.

Event description:
It was reported that during the attempted implant of this right ventricular (rv) lead, the helix detached from the lead body and remained stuck to the right ventricular septum. The physician decided to remove and replace this lead. This lead was returned. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory with the helix mechanism missing a portion. Visual inspection confirmed a fractured helix. The fractured surface exhibited a rotational pattern indicating the fracture was most likely due to a torsional overload. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to place the lead caused the helix to break. This type of damage may result from a combination of handling and product design.